Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that tha surgery was done with exceter stem,trident ad cup, v40 head and at (B)(6) 2007. The revision surgery was done at (B)(6) 2014 due to a stem and cup loosening. The surgeon revised all components at this revision.

Manufacturer narrative:
An event regarding loosening involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: the stem was returned to the supplier for evaluation and confirmed that the device was dimensionally compliant medical records received and evaluation: x-rays post event confirm gross stem loosening with radiolucent lines and osteolysis all around the stem. The failure scenario for this case with cup malposition causing overload to the arthroplasty, possibly in combination with an additional procedure-related factor of suboptimal stem cement technique provides a more than plausible explanation for the current component failure with exeter stem loosening device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant concluded that a plausible failure scenario for this case was cup malposition causing overload to the arthroplasty, possibly in combination with an additional procedure-related factor of suboptimal stem cement technique.

Event description:
It was reported that tha surgery was done with exceter stem,trident ad cup, v40 head and at (B)(6) 2007. The revision surgery was done at (B)(6) 2014 due to a stem and cup loosening. The surgeon revised all components at this revision.